Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that they took her to the emergency room on (B)(6) 2017 and did not go to school. She woke up at 300 mg/dl and it went up to 550 mg/dl. Her tongue was numb and her vision was blurry. Customer treated her blood glucose level with manual injections and insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The back arrow button was sticking. The displacement and high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. Low battery and power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No unexpected power loss or shutting off noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.